Event description:
It was reported that the bd alaris smartsite needle-free valve was damaged. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, at around 12:00 pm in the emergency ward of (B)(6) hospital, after a patient's intravenous infusion ended and the catheter was sealed, a "needle-free closed infusion connector" was used to seal the indwelling needle tubing. However, some fluid was found to be dripping out. Upon inspection, it was discovered that the connector material was damaged, resulting in incomplete sealing. A new connector was immediately replaced, and subsequent procedures were successfully completed.

Manufacturer narrative:
Device evaluation: a 2000e china product was not available for investigation of pr (B)(4); however, the customer confirmed that the complaint sample was from lot 24115045. The feedback provided by the customer states that, "leakage was observed, and inspection revealed material damage at the connector joint." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24115045 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine, it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.